Event description:
Rn drew up 2 units of humalog to administer for a blood sugar of 158. Second rn verified dose. Insulin administered with vanishpoint insulin syringe. When rn pressed plunger to end, needle would not retract. Once needle was removed from patient, the needle still would not retract. Rn unsure if patient received full 2 units. Physician was notified and instructed rn to not give another dose. Will recheck sugar at dinner. Patient aware to report signs and symptoms of hyperglycemia.